Event description:
It was reported that the right ventricular (rv) lead penetrated through the heart wall a few days later after implant, confirmed by a CT scan. The lead exhibited loss of capture in unipolar mode and intermittent loss of capture in bipolar mode. The patient underwent a revision where the lead was explanted and a new rv lead implanted. No additional patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory x-ray showed no conductor issues (deformity or fracture). Dried blood noted in housing and neck region (tip). FDA 3500a, b1 b5 h6: updated with additional information received.

Manufacturer narrative:
The product has been received for analysis. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the right ventricular (rv) lead penetrated through the heart wall a few days later after implant, confirmed by a CT scan. The patient underwent a revision where the lead was explanted and a new rv lead implanted. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no conductor issues. Resistance testing found the lead was electrically continuous.

Event description:
It was reported that the right ventricular (rv) lead penetrated through the heart wall a few days later after implant, confirmed by a computerized tomography (CT) scan. The patient underwent a revision where the lead was explanted and a new rv lead implanted. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, normal lead resistance measurements and inspection showed no conductor fractures or abnormalities. The conclusion code was selected based on the field report of perforation which is a known risk associated with medical procedures involving cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that the right ventricular (rv) lead penetrated through the heart wall a few days later after implant, confirmed by a CT scan. The lead exhibited loss of capture in unipolar mode and intermittent loss of capture in bipolar mode. The patient underwent a revision where the lead was explanted and a new rv lead implanted. No additional patient effects were reported.